Event description:
The customer reported to olympus that during routine microbiological testing, the colonovideoscope tested positive for stenotrophomonas maltiphilia and klebsiella oxytoca. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process, but did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The endoscope was not used on a patient between the samplings. Each canal was cleaned 10 times with a new double-sided brush and the microbiology cultures still tested positive. The hygiene microbiological investigation report indicated the channels of the scope were cultured and did not detect microbiological contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the channel tube had an orange foreign material and the plastic distal end cover had a green foreign material. In addition to the reportable malfunction, the following were noted: a crack in the adhesive on the bending section cover and there was reduced angulation as a result of stretched angle wires. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive in culture test, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of green foreign material adhered to c-cover physical damage of the distal end cap cover was not reported, the foreign material could not be identified and there was no deviation found at the location of which the foreign material remained. Therefore, a root cause of the foreign material could not be identified. For the event of orange foreign material in channel tube the foreign material was likely residue from a previous procedure or corrosion product. Physical damage of the channel tube was not reported and there was no deviation found at the location of which the foreign material remained. Therefore, a root cause of the foreign material could not be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.